Event description:
Per independent repair center statement, the unit has a defective capacitor. The key failure was that the unit has a defective capacitor causing it to alarm or have a red light on. Additional malfunctions were pvc tubes being discolored, leaking hose clamps and leaking tie wraps.